Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the ventilator triggered a technical alarm, prompting clinical staff to assess and plan device replacement. Before the replacement arrived, the ventilator shut off, and manual ventilation was initiated to maintain patient support; no change in patient condition was observed. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.